Event description:
The customer contact reported the device was found delivering at rates different than the originally programmed rate. On an unspecified date and time, the pump was programmed to deliver an unspecified concentration of a saline solution, at a rate of 0.8 ml/hr, and the delivery was started. No further programming parameters were provided. The customer contact reported that during an unspecified number of hourly checks, the nurse noted that the device display indicated a rate that was different than the originally programmed rate of 0.8 ml/hr. It was reported that the rate varied between 0.7 ml/hr and 1.7 ml/hr. The customer contact indicated the device remained in clinical svc and that the device had not reprogrammed to deliver at the intended rate of 0.8 ml/hr when the different rates were noted. At an unspecified time, the pump was removed from clinical svc. Therapy was resumed with a replacement device. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel.